Manufacturer narrative:
(B)(4). The device has not beenreturned to the manufacurer.

Event description:
The micro drill medium straight attachment was sent for evaluation due to overheating during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Event description:
The micro drill medium straight attachment was sent for evaluation due to overheating during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
The probable cause of the device overheating was attributed to debris which was noted within the device. Debris can increase the friction in the device which can lead to the device overheating.